Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that there was oversensing of noise on the right ventricular (rv) channel that led to pacing inhibition and inappropriate tachycardia therapy. This cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's rv lead also exhibited high out of range pacing impedance measurements of greater than 2000 ohms; a fracture was suspected based on the measurements but not confirmed. A revision procedure was performed where the rv lead was surgically abandoned and the crt-d was explanted and replaced successfully. No additional adverse patient effects were reported.